Event description:
Per oos, 2 weeks post-op at the follow-up, lead was unable to capture the ventricle consistently with a safety margin within device voltage capacity. Physician was unable to reposition this passive fixation lead, so he capped it and place a new lead.